Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: where within the gap setting scale was the orange indicator prior to firing? Orange line was 3/4 down. What confirmation was received that the device was fully fired? No staples in the field were the staples seen lying in the surgical field? Device fully cut- 2 complete donuts but not a single staple on the tissue or in the field.

Event description:
It was reported that during a low anterior procedure the device fully cut but did not deliver any staples. Procedure was completed with another device of the same product code. There were no patient consequences reported.